Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR: 1018233-2013-00791.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The indiscretions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
Per add'l info received, the pt has experienced postoperative pain, mild to moderate spotting, vaginal itching and burning with premarin-cream, minimal yellowish drainage from suture lines, vulvitis (moderate irritation of the labia majora), slight posterior vaginal redness and irritation near the introitus, painful urination, dripping (presumed urine), positive urine culture (e coli), bladder leaking (has to wear pads), pain with need to void, current usi, "sling feels slacker," fullness in left adnexa, dyspareunia, "when bladder is full, has to go right then or have an accident," constantly having urinate, atrophic changes (external genitalia), "suburethral sling sees very lax (possibly detached on left)," urinary retention (post sling procedure a few years ago, presumed-avaulta system on (B)(6) 2008), sling indenting the bladder on either side (with bladder filling during cystoscopy), vaginal itch (pt thought she had a yeast infection), loss of consortium, unspecified pain, unspecified infection, unspecified urinary problems, and unspecified recurrence. The pt underwent cystoscopy x 2 and tvt (presumed-transvaginal tape) redo.